Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. Tests were performed for the reported problem with invasive blood pressure (ibp), no irregularities were found. The fse determined that the system is working properly. The cause of the reported situation may be the use of disposable blood pressure sensors. The results of the analysis indicate the device produces the correct value and is able to generate an alarm when the pulse value is low. There was no error detected with the device. The customer confirmed that after replacing the invasive pressure transducer, there were no further problems.

Event description:
It was reported that the device was providing incorrect invasive blood pressure (ibp). It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).